Event description:
Boston scientific crm received information that this right atrial (ra) lead was implanted and during the procedure the suture sleeve passed into the cephalic vein and was not able to be retrieved. Using a similar model lead, the physician evaluate the risk of the suture sleeve passing over the tip of the lead and becoming free floating in the venous system. The risk was determined to be minimal as there was significant resistance to sliding the suture sleeve over the ring electrode. Therefore the lead was left in place. To date, no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.